Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with right ventricular post-paced t-wave oversensing at a fast underlying rate. Programming changes were made to restore normal parameters. The patient status was stable.